Event description:
1994; pt had bilateral breast augmentation with mastopexy. Recently lost a lot of weight. Now desires larger implants. In 2001; bilateral capsulectomy and removal implants intact. Augmented with larger implants without incident.